Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the hinge, front cover c4 (rohs) (7-207365-01) which resolved the issue. A review of service history for the architect c4000 serial number (B)(6) revealed no additional no additional complaint for the hinge, front cover c4 (rohs) (7-207365-01) not remaining in the raised position for (B)(6), nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the architect c4000, c8000, and the c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the hinge, front cover c4 (rohs) (7-207365-01) or the architect c4000 serial number (B)(6) was identified.

Event description:
The customer reported the processor cover safety latch is not working; when open the cover it falls back down. The customer noted the cover fell and and hit a technician's head however there was no treatment sought, no serious injuries occurred, and no harm was incurred. No further injuries or impact to patient management was reported.

Manufacturer narrative:
No information was provided regarding the technician involved in the event. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.